Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer mentioned sensor glucose versus blood glucose differences as well as a bent sensor cannula on september 20, 2018. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned but the sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.